Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device cutter holder was bent at the ends. The issue occurred during decontamination or sterile processing. Subsequently, this did not cause patient harm, and there was no delay. The surgery was completed using an alternate device, and the problem did not cause an impact/damage to graft harvest. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 5 september 2019, it was reported that the 'cutter holder' on a mesher was bent on both ends on (B)(6) 2019. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 found that no testing could be performed with the mesher due to a bent comb. Upon further evaluation, it was found that the handle inner gear, pin and spring were worn, that the handle was jammed, and was not lubricated. Repair of the mesher occurred the same day and involved replacing the comb, ball detents, the ratchet gear, pin and set screw. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.